Manufacturer narrative:
There was no information provided to reasonably suggest that the failure caused or contributed to a death or serious injury. This is not considered a reportable serious injury at this time.

Event description:
It was reported that the tubing of a cadd® administration set was leaking. It was observed that the product issue did contribute to patient injury, however the full extent of the injury was not described. It was stated that the leaky tubing caused the patient to endure leaking from the cassette of the tubing during their infusion, so the drug was wasted and caused safety issues for the patient. No permanent injury was reported.